Event description:
It was reported that a flogard infusion pump had a battery that would not charge. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected and functionally tested. The reported condition of the battery not charging was confirmed. The cause of the reported condition was due to a blown a/c fuse. The fuse was replaced to resolve the issue. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.